Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer stated that they treated her high blood glucose with the insulin pump due to unavailability of back-up plan. The customer stated that her blood glucose was 157 mg/dl before the high blood glucose started. The customer stated that her blood glucose have been running high between 400 mg/dl to 600 mg/dl. The customer also reported that she was sick and had ketones. The time of the hospitalization was 4:30pm and the date of the hospitalization was (B)(6) 2015. The customer was advised to call back for troubleshooting for high blood glucose and any issues with the insulin pump. The insulin pump will not be returned for analysis.